Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device had hose damage during a posterior cervical fusions surgical procedure. No injury or medical intervention occurred. It is unknown if surgical delay occurred. The date of event is unknown. There is no additional information provided.